Manufacturer narrative:
Conclusions and actions taken: based on this investigation, it has been determined that the probable cause for the reported burns was either localized heating due to local electric fields from the transmit coil or localized heating due to skin-to-skin point contact. The following actions have been taken to prevent further occurrences of these types of burns. Two clinical equipment update letters were sent to the affected sites to inform them of actions that should be taken to avoid mr burns caused by either contact with the bore liner or skin-to-skin point contact. In light of these incidents, the risk analysis for these devices was reviewed and modified. The risk of localized heating was deemed reduced to acceptable levels by using padding to prevent contact with the bore liner or skin-to-skin point contact. Affm kits #383632 and #383705 are being sent to all eclips, polaris, exp and accelerator sites under the mandatory letters #410 and #411. The sites that reported a mr burn incident received top priority for installation. The kits included: two bore liner pads, two hand pads, two leg/ankle pads, a knee bolster, two types of pt straps, a modified diffuser (kit #383632 only) and user instructions.

Event description:
The mr technologist was scanning the pt. She had a cervical scan done using the volume/neck coil. This pt weight was in excess of 400lbs, and her arms were wedged up against the body coil during the scan. After the scan the technologist was informed by the pt that her left arm had a blister the size of a quarter between her elbow and shoulder. The technologist smelled what appeared to be bengay on that arm. The next day the technologist called the pt at home to check on her condition and he asked her if she had bengay on her arm and her reply was yes. The technologist called the pt again on 02/09/1998 to check on her condition and she reported that the blister was going away.